Manufacturer narrative:
The stent remains implanted and the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted after experiencing an st-elevation myocardial infarction (stemi). Two xience skypoint stents (3.0x15mm , 3.0x28mm) were implanted on (B)(6) 2022. On (B)(6) 2022 the patient was readmitted with chest pain. No treatment was reported and the patient was discharged on the same day. There was no reported adverse sequela. No additional information was provided.